Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. This device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted as this event is no longer considered reportable based on product investigation results confirming that this device depleted normally. Supplemental: the returned cardiac resynchronization therapy pacemaker (crt-p) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Initial: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.